Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report is corrected information: a starclose se device was used to achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4) the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using three proglide device after an unspecified procedure. Reportedly, the "calcium sheared the sutures off" each of the three proglide devices. A starclose se device was used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.